Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission was reviewed after the patient received a shock. The patient received the inappropriate antitachycardaia and shock therapies when the device incorrectly detected superior vena cava as ventricular tachycardia while the patient was still in atrial tachycardia. Programming changes were recommended. The patient has not received any more shocks. The patient will continue to be monitored. The patient condition now is fine.

Event description:
New information received states the device was explanted and replaced for reaching elective replacement indicator. The patient was checked on post operation and did not report any adverse issues.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.